Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 001273494 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary:bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. DHR could not be performed as the lot# given is not a valid lot#.

Event description:
It was reported that a drug potency issue occurred with a tray spn whit25g3.5 l/b-d/e blue drape. The following information was provided by the initial reporter, "it was brought to my attention that anesthesia is having trouble with the bupivacaine not working in the spinal trays ref: 405672, lot # 001273494, exp: 2020-09-30. They have been pulling bupivacaine from the pyxis since they have had so many failed spinals from this lot."